Event description:
It was reported that the customer experienced a blood glucose (bg) level that was displayed as ¿low¿; however, a specific value was not provided. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the low bg. Due to customer being in the hospital for a plan procedure (not related to pump or supplies) customer was treated with intravenous fluids to address bg level. Customer was released from the hospital on (B)(6) 2025 with the issue resolved and no permanent damage. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and the cause of the low bg was unknown.